Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/01/2017, that on (B)(6) 2017, the patient experienced a low transmitter battery. The transmitter was returned for evaluation. The device passed external visual inspection. Voltage testing was performed and the device failed. Data was reviewed and low transmitter battery alerts were found as well as a transmitter failure alert. The reported issue was confirmed. A root cause could not be determined. This complaint was deemed reportable due to the transmitter failure alert. No additional event or patient information was provided.